Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Cause was not known. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Cause was not known. No additional information was provided and the customer declined troubleshooting with tandem technical support.